Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Photo evaluation: device photograph(s) for the device related to the reported event of capsular contracture requested on october 29, 2025. Device lot number 2781034 was observed. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device has been explanted and replaced.